Event description:
The customer called and reported to the olympus field support engineer that the disinfectant on the "a" side of the automatic scope disinfector was not filling the basin. Despite this fact, the machine was running through its normal cycles without indication that the scope was in fact not disinfected and the log printout at the end of the day recorded that all cycles were complete. The nurse reported that she cannot determine when the problem with the automatic disinfector began and therefore has concerns that scopes may not have been disinfected as expected. To the best of her knowledge, there haven't been any reports of pt infection.